Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with two webster catheters and it was observed that there was internal components exposed issues. It was reported that the webster (decanav) catheter had a strange kink on the shaft of the catheter all the way distal in between the bipolar electrode; the section even allows for the interworkings of the catheter to be seen. The physician requested to have the catheter replaced. The replacement catheter was from the same lot number and had the same issue between the electrodes. There was no patient consequence reported. Additional information was received. The internal components of the catheter were visible but did not appear to be fully exposed. No lifted or sharp rings as far as they could tell. Catheter was never inserted into a sheath; the damage was recognized before being inserted into the sheath. Catheter was never inserted into a sheath; the damage was recognized before being inserted into the sheath. Two devices had this failure, but they just used the second catheter. No visible damage on the packaging. The event was assessed as MDR reportable under both the webster catheters for internal components exposed issues.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2022 . The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number pc-(B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with two webster catheters and it was observed that there was internal components exposed issues. The webster (decanav) catheter had a strange kink on the shaft of the catheter all the way distal in between the bipolar electrode; the section even allows for the inter workings of the catheter to be seen. The physician requested to have the catheter replaced. The replacement catheter was from the same lot number and had the same issue between the electrodes. There was no patient consequence reported. Additional information was received. The internal components of the catheter were visible but did not appear to be fully exposed. No lifted or sharp rings as far as they could tell. Catheter was never inserted into a sheath; the damage was recognized before being inserted into the sheath. Two devices had this failure, but they just used the second catheter. No visible damage on the packaging. The device evaluation was completed on 12-dec-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection. Visual analysis of the returned sample revealed no shaft bents. Visual inspection testing was performed in accordance with bwi procedures. The event described about the bent issue, could not be confirmed as the device was observed without any issues. Although no bent issue was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. No damage or internal parts were exposed and the reported area reported by the customer is the anchor window and is part of the catheter design that is filled with polyurethane (pu). A manufacturing record evaluation was performed for the finished device number, and internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).